Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify the reported problem. Visual inspection also found rust on the battery contact springs. The downstream occlusion (dso) seal was replaced. Further testing noted the motor test single cycle did not operate. The printed wire assembly main board was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was bubbled/delaminated. The issue was discovered during testing. There was no patient involvement.